Event description:
It was reported that the device was in use with patient for infusion of chemotherapy. The patient was near their home on a walk. The reporter stated the pump alarmed with a red screen. The patient returned to their home and contacted the distributor's nursing service. The patient was able to re-start the infusion and complete the scheduled infusion after discussion with nurse. No adverse effects to patient.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for evaluation. During evaluation, lec44510 was observed. The reported issue was confirmed.